Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the left ventricular (lv) lead exhibited loss of capture. The lv lead was found to be dislodged, which was confirmed by imaging. The lv lead was subsequently explanted. The patient remained stable throughout the procedure.

Manufacturer narrative:
Further information was requested but was not received.